Event description:
During an intracranial coiling in ipp 9 the roadmap on run 6 demonstrated that the micro wire was protruding outside of the vessel wall, indicating a perforation. An additional run was performed to check the validity of the wire location. The additional run demonstrated that the wire was not extravascular and was in adequate location. This same occurrence occurred one more time during the case, requiring another additional run. Patient received an additional 20cc of omnipaque 300 and radiation exposure due to this problem.